Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual/exterior inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed due to transmitter not found. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be defective transmitter. The reported event of signal loss is reportable based on pairing result: transmitter failed the pairing test. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).